Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump's piston was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the motor assembly was found to be malfunctioning due to a piston issue. The pump's black box indicated that there was a rewind tolerance error. The piston cap was missing and there was a fault in the mechanical assembly. Unrelated to the initial allegation, the battery cap was damaged.